Event description:
The device was successfully explanted and the outcome of the patient was reported to survived.

Manufacturer narrative:
Section a2. Patient age at the time of event, a3a. Sex, a3b. Gender, and a4. Weight of the patient are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp10 was inserted through the 14fr low-profile sheath via the left femoral percutaneous arterial approach in a patient of unknown age and gender for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. During ongoing impella cp10 support, the position waveform suddenly disappeared, and a ¿placement signal not reliable¿ alarm occurred. At the time of the alarm, the patient¿s hemodynamic status remained stable and a clinical decision was made to remove the impella cp device. Upon device removal, no thrombus or other biological material was identified near the optical sensor. The outcome at device removal was survival.

Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
B1 and h1: per a review of the complaint file, the patient did not experience a serious injury. Omitted serious injury and added e2403.